Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient was having ineffective therapy due to battery depletion since (B)(6) 2016. It was noted that the patient had been having high impedance issues since (B)(6) 2016 and suffered a fall in 2014. Electrode impedance tested at 1.5v: c0: 10068 ohms c1: 7511 ohms c2: 5365 ohms c3: 8182 ohms 01: 5979 ohms 02: 7668 ohms 03: 9824 ohms 12: 3912 ohms 13: 5851 ohms 23: 3637 ohms

Manufacturer narrative:
Product code was incorrectly entered. This value has been updated to mru information references the main component of the system, other applicable components are: product ID: 3387-40 ,lot# j0428156v, product type: lead . Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. The PMA / 510(k) number was incorrectly entered. This value has been updated to (B)(4). Upon further review it was determined that (B)(4) should be removed as device code (B)(4) is more appropriate.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) was replaced. It was also stated thatthe short was due the fall affecting the extensions / wires so the patient was reprogrammed around the impedance issue.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed no significant anomalies, battery reached normal end of life and telemetry and output were okay. Conclusion code applies to the implantable neurostimulator.

Event description:
Additional information was received from a manufacturer representative. It was reported that the neurologist feels that they were able to program around some of the issues, and patient is still receiving therapy. It was reported that an impedance check was run at 3.0v. It was reported that several of the prior "out of range" electrodes have been resolved. Impedance tested at 3.0v: c0: 5585 ohms c3: 2403 ohms 01: 4603 ohms 02: 4603 ohms 03: 4845 ohms 12: 37 ohms

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.